Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer was admitted to the intensive care unit; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event. Customer reverted to an alternate method of insulin therapy.